Event description:
It was reported doctor wanted an 11 x 360mm supracondylar nail, so went and got the box for the nail. After opening the nail up, I noticed that the nail inside the box was a 10 x 460mm femoral nail. The box was securely wrapped and sterile, but the wrong nail was in the box.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.